Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, a patient experienced severe glare and halos, particularly during nighttime. The patient stated to the surgeon "life has become miserable and sad". Additional information has been requested. There are two medical device reports associated with this event. This report is for the second eye.

Manufacturer narrative:
Evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable tot he manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).